Event description:
It was reported that the pump's was only announcing alarms intermittently. Customer's blood glucose was 223 mg/dl. Reportedly, customer will continue to use current pump for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.